Manufacturer narrative:
(B)(4). Date sent: 12/15/2020. D4: batch # u93a6e. H6: component code: others (g07). Investigation summary: the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed twelve conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation." It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2020. Event date and event month were not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information and the device. To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent: were there any patient consequences? If yes, please describe. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the clip didn't form. There was no delay to the surgery. It is unknown how the procedure was completed. Patient consequence was not reported.